Event description:
Patient called and complained that meter has been giving them high blood glucose readings. In 2002 at 5:00pm patient obtained a reading of 170mg/dl and took 11 units of humalog. Patient then ate dinner, which consisted of 2-3 slices of bread with cheese, sausage and a salad. Around 8pm patient obtained a reading of 90mg/dl and was having hypoglycemia symptoms, which consisted of sweating, and "their head was swimming." Patient called their doctor and did not treat themselves. Md arrived one-hour later and tested patient on their meter (accutrend) and obtained a 50mg/dl. Md treated patient with 250ml of glucose. Patient felt better afterwards. Unknown what patient's blood glucose was after glucose was given. A few days later after the incident, patient went to the doctor's and had a routine check. Patient compared their ultra to the md's acctrend meter. Ultra meter read 220mg/dl and accutrend meter read 145mg/dl (invalid comparison). Medical affairs is reporting this case because there was intervention by the md.